Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found three external insulation abrasions breaching the outer insulation at 7.3 cm to 7.5 cm, 11.6 cm to 12.1 cm and 24.8 cm to 25.0 cm. Two located at the proximal region of the connector portion consistent with friction to device can and one located at the middle region of the distal portion consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis. Insulation abrasion.